Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient felt nauseous at school, came home and went to sleep. The patient woke up vomiting, was pale, and was very tired. The patient¿s parents gave her tylenol and ¿liquids¿ but the vomiting continued. The patient¿s cgm was reading 173 mg/dl and the bg meter was reading 411 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s attempted to put on a new sensor but received a ¿server outage¿ error on the dexcom mobile app. The patient¿s doctor was called and he advised the patient to go to the ER. At the ER, the patient¿s bg meter reading was 411 mg/dl and she was diagnosed with diabetick ketoacidosis (dka). She was treated with IV fluids, IV insulin, and an unspecified medication for nausea. The patient was discharged after 3 days. At the time of report, the patient was feeling ¿well¿ and was currently at school. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was at school. The reported glucose values fall within the c zone of the parkes error grid when the patient started vomiting. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.